Event description:
Ligasure lf5637 broke while in use. Team states surgeon had to torque the device due to patient anatomy. Per the op note: there was a significant volume of intraabdominal fat, making retraction and visualization challenging.